Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 4 months. The evaluation of the returned lvad identified the presence of thrombus inside the pump. Vad-15340 was returned assembled. The driveline was severed approximately 11 inches from the pump housing. The severed portion of the driveline was not returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned. The sealed outflow graft, outflow graft bend relief, and outlet elbow were returned. A bend relief collar was present and secured with suture. Examination of the interior of the inflow knitted graft revealed a pink, tissue-like deposition. The deposition was adhered to the inflow graft, and appeared to have developed at this location. The cause for its development and the timeframe in which it was present, however, could not be conclusively determined. No issues had been reported. The device passed all electrical and functional testing, and the device functioned as intended. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2016, the patient underwent a routine cardiac transplant. There were no device issues reported, and there were no associated device issues found in a review of the patient's complaint history. An analysis of the explanted lvad was requested, and on 01/18/2017, the manufacturer¿s evaluation of the returned lvad revealed device thrombus.